Manufacturer narrative:
(B)(4). On (B)(6) 2011, the FDA granted for the manufacturer fidia faramaceutici (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici (B)(4). And imported into the USA by (B)(4). As a consequence, fidia farmaceutci (B)(4) (the manufacturer) is submitting this report on behalf of (B)(4). The present MDR report satisfies the reporting obligations for both companies. Pharmacovigilance comments: these adverse events were temporally related to the treatment with hylagan, but apart from that there are no other reasonable grounds (clinical or laboratory findings, evidences from literature) for determining that the intraarticular administration of hyalgan may have caused or contributed to the reported adverse events: asthma attack preceding a diagnosis of pneumonia, and hypopotassaemia. It should be noted however, that the patient did not call to report these adverse events but rather to get information regarding insurance reimbursement.

Event description:
This currently (B)(6) female consumer reports starting hyalgan (sodium hyaluronate), 1 injection in the left knee and 1 injection in the right knee, in (B)(6) 2012, for osteoarthritis. There is no relevant medical history, or relevant concomitant medications. It is unknown if there is any relevant past drug history. In (B)(6) 2012, she was sick described as she had an asthma attack and had to be hospitalized for the asthma attack on (B)(6) 2012. She mentioned she was probably sick "for like a week before she had to be hospitalized". The consumer mentioned the hyalgan series was not able to be completed weekly as supposed to be because she was hospitalized. She was diagnosed with pneumonia while in the hospital in (B)(6) 2012. While she was in the hospital, in (B)(6) 2012, she had "blood work" and the results showed low potassium. She was discharged from the hospital in (B)(6) 2012, and back to work full time on (B)(6) 2012. Her doctor wanted her to restart the hyalgan injections. In (B)(6) 2012, she received 1 hyalgan injection in the right knee and 1 injection in the left knee. As of (B)(6) 2012, the consumer plans to continue the hyalgan series, and she has recovered from the asthma attack and pneumonia. The caller stated she did not know the lot number or the expiration date.